Event description:
It was reported that during device change-out for normal eri, the physician had difficulty untightening the set screw. The physician broke the connector to release the lead. A new system was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.upon receipt, the header was found to be extensively damaged. The cause of the damage could not be determined.